Event description:
Patient line of homechoice set became disconnected during middle of a drain during treatment on homechoice device. Hp reports they reconnected themself and continued treatment. Baxter technician instructed hp to end treatment at that time and to contact their rn. No patient injury or medical intervention reported by baxter affiliate.